Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. It was noted that implantable cardiac defibrillator (ICD) exhibited incorrect interpretation of signal and delivered an inappropriate shock as a result. No intervention was performed. Patient condition was unknown.